Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 79mg/dl. The mother stated that the customer was vomiting the night before. It was stated that previous to the hospitalization, the infusion set was changed and the cannula was bent. The customer also bolused, but she did not change the site until after being in the hospital and found that blood was clogging the site. Troubleshooting was performed. The time and date were correct. The alarm history revealed several no delivery alarms. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.